Event description:
It was reported that upon opening the port kit, the tunneler tip was allegedly missing. It was further reported that another kit was opened to complete placement of the port. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. Visual evaluation was performed. The complaint of a missing tunneler tip, more specifically, an incorrect tunneler in the package, is confirmed. The photograph was of the alleged complaint. The photograph of the alleged complaint showed a tunneler on top of the associated package labeling with a straight tip and no conical feature. The photograph contains the lot number recu0481. The most likely root cause of the incorrect tunneler being placed in the kit is a mix-up at the supplier; additionally, at the manufacturing site. Therefore, applicable corrective and/or preventative actions for incorrect tunneler in the port kit for powerport® isp m.r.I. Implantable port were initiated.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The sample was not returned to the manufacturer for inspection/evaluation. Photo of the device was provided and the investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the port kit, the tunneler tip was allegedly missing. It was further reported that another kit was opened to complete placement of the port. There was no reported patient injury.